Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Patient presented with fluid coming from pocket. Tyrx was used on initial implant. Patient had fever and chills, doctor explanted on saturday. Dr put her on antibiotics to try to save the implant but ended up worsening and ultimately removed. They threw away the device. It can not be returned. There were no other malfunction or complication were reported.